Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in a severely tortuous and non calcified mid right coronary artery. The 3.0x15mm quantum maverick monorail balloon was being used for post dilatation. The balloon ruptured. It is unknown how many inflations or to what atmospheres occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated to seventeen atmospheres on the first and second inflation. The third and fourth inflations were to twenty atmospheres and the balloon ruptured on the fourth inflation. The device was removed intact.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was further reported that the balloon was inflated to seventeen atmospheres on the first and second inflation. The third and fourth inflations were to twenty atmospheres and the balloon ruptured on the fourth inflation. The device was removed intact.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. It was noted during unpackaging that dried blood and contrast were present throughout the distal shaft. Microscopic examination of the balloon revealed a longitudinal tear measuring 11mm in length starting approximately 1mm distally from proximal balloon cone migrating distally. Magnified inspection of the balloon material at the edge of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).